Event description:
The proximal lad was stented with another MFR's stent. However, a distal dissection occurred which was attributed to the wire guide. The grii stent was passed through the other stent without difficulty. Upon deployment, the stent would not release from the balloon. The pt was taken to o.r. For removal.